Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the system. He found that the felt which separates the two covers on the gantry had worn off. This left the double sided tape exposed which was causing the clicking noise when the gantry moved up. The medtronic representative was unable to recreate the reported issue of the door not opening and/or the system going into standalone mode. Replacement pendant control, gantry motion control box, and bellows felt kit were shipped to the site. After replacing the pendant control, gantry motion control box, and bellows felt kit, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The pendant control and gantry motion control box were returned to the manufacturer for analysis. The devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that while in a case, they were using the image acquisition system (ias) and when they went to take an image, they heard a clicking noise. They tried opening the door and were unable to open it. The site rebooted the system and was then able to open the door, however, the system was stuck in standalone mode. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.